Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted during testing. The insulin pump was received with scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 468 mg/dl at the time of incident. The customer's blood glucose was 249 mg/dl at the time of call. The customer declined to troubleshoot. The insulin pump will be returned for analysis.